Event description:
It was reported, the pt felt unwanted stimulation in her heel. She stated, she was unable to benefit from effective coverage in her legs, hip and back because of the sensitivity of her heels. Reprogramming was unable to resolve the heel stimulation issue. The pt was given a new program for new right side sciatic pain but the pt stated, she will no longer use the scs system for her original pain areas.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.